Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, the usb port was damaged and loose. There was no reported adverse impact to customer's blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.

Manufacturer narrative:
B5. H6.

Event description:
It was reported that the pump battery was depleting quickly and took longer to charge than expected. Additionally, the usb port was damaged and loose. There was no reported adverse impact to customer's blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.